Manufacturer narrative:
The device was returned to our us facility (as documented in section d9), and will later be forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the device did not work when the customer tried to use it for the first time. They double checked it again, and still no image. No negative impact in state of health reported.

Manufacturer narrative:
This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per evalulation findings by the manufacturing site: no image is being produced by the camera. A functional test confirmed the failure. A visual inspection observed broken traces on the card edge connector pins. These broken pins caused continuity issues which prevented the camera head from communicating with the ccu. The cable is over 9 years old and needs to be replaced to address the customer's issue. The customer's processing protocols should be reviewed to ensure that they are not accelerating the life of the cable. The root cause was determined as broken continuity on card edge. This event is filed under internal complaint ID (B)(4).